Event description:
On (B)(6) 2018, we purchased a tuffcare wheelchair model 667bk, serial number: (B)(4). This is the 5th identical chair we have purchased over the past 18 years. The rubber is disintegrating on the rims and is falling off in chunks. Using it is like riding on a bumpy road. We can provide photos of the wheels and the purchase receipt. Retailer: (B)(6); retailer state: (B)(6); purchase date: (B)(6) 2018. We cannot use the chair because of bumpy ride from chunks of rubber missing. We have requested 2 new wheels from the MFR but have no reply yet. We believe these chairs should all be recalled. Document number: (B)(4). Report number: (B)(4).